Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in the delivery of one shock as inappropriate therapy. Additionally, low amplitude was noted for the patients rhythm and the smart pass feature was disabled. Technical services (ts) was consulted and discussed stored data as well as available troubleshooting options. This device remains in service. No adverse patient effects were reported.